Event description:
It has been reported to co that the packaging of this device was defective. Reportedly, there was a hole in the package compromising the sterility of the product. There was no patient involvement. The device is not being returned for analysis.